Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was found pushed into the adapter prior to use while opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the user opened the product package, the septum was found to push into adapter".

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was found pushed into the adapter prior to use while opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "1. When the user opened the product package, the septum was found to push into adapter."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte in an opened package from lot 9175176 and three photos. Through visual examination, the sample and photos revealed the top disk of the septum was pushed into the top body confirming the reported defect of the septum being pushed into the adapter. Microscopic examination of the sample revealed no residual septum material or adhesive deposits on the rim of the top body or top disk. Based on the evidence, it is likely that this unit did not receive a sufficient bond at the time of manufacture. Therefore the most probable root cause is a manufacturing related issue. DHR for lot 9149843 (q-syte sub-assembly, material #8001498) has been reviewed. No quality issues or process deviations were found. DHR for lot 9149846 (q-syte sub-assembly, material #8001498) has been reviewed. There was one potentially related qn (200819636 - missing inspection data sheet-bond strength) during the build of this lot. DHR for lot 9149877 (q-syte sub-assembly, material #8001498) has been reviewed. No quality issues or process deviations were found.